Manufacturer narrative:
Evaluated 1 open/used transfer guard only (reservoir not returned). Performed pre-fill reservoir test using a new lab reservoir per dop114-811. Found no air bubbles and no occluded anomaly during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles during therapy. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated that the reservoir had 2 air bubbles could not clear air bubbles out. Customer also stated that the insulin pump had insulin flow block alarm and it was resolved by changing complete set. The reservoir will be returned for analysis.